Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery (rcfa) using the pre-close technique via a 7f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to greater than 8.5f. The tavi procedure was aborted as the non-abbott delivery system device for the tavi could not be advanced past the common iliac. The patient had significant peripheral vascular disease. Hemostasis was achieved with the pre-placed prostyle sutures. Reportedly post closure, after the patient went to the post-anesthesia care unit, it was noted there was significant reduced distal flow into the right leg. The patient was taken back to theatre and a vascular surgeon punctured the contralateral side, crossed the rcfa with an unspecified 0.035 wire, performed angioplasty with an unspecified 5x40mm balloon and then deployed a non-abbott 6x40mm covered stent graft into the rcfa. Flow was restored to the leg. It was noted that the rcfa had become occluded due to the two prostyle devices. During pre-placement, the sutures picked up calcium on the posterior wall and brought it to the anterior wall at the end of the procedure during the tightening of the prostyle sutures. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostyle device referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect of occlusion is listed in the electronic perclose prostyle instructions for use, as a potential adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.